Event description:
It was reported that the patient was receiving the "replace generator soon" indicator message. It is not known if this message was premature or not.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
Additional information revealed that the ¿replace generator soon" message confirmed the ipg was reaching end of life, also confirmed by manufacturer representative. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of life.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.